Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported detachment of the exchange sheath was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of exchange sheath detachment reported for this lot. It was reported that a femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the sheath started to come apart from the hub when the device was deployed. The device was removed from the sheath and a wire was re-inserted in order to try a second starclose se device. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieved with a second starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No femoral angiogram was reportedly taken. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: sheath: 6fr; heparin, tissue plasminogen activator (tpa), reapro. The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. Failure to follow steps/instructions - used to address that a femoral angiogram was not taken. The instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.